Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the device motor was worn and failed pretest for check triggers for forward/reverse mode, and check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device did not transmit power. It was further clarified that the device was running, however the power was low. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.